Event description:
A report was received that the patient underwent a pocket revision. The patient had difficulty charging the implant and it was discovered by x-ray that the ipg had flipped inside the pocket. The ipg was re-aligned; nothing was implanted or explanted and the patient was doing well